Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found; lens haptic is torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon found that a13.2mm, vicm5_13.2, -6.00 diopter, implantable collamer lens was damaged during injection/delivery into the eye. There was no patient contact with the device. A replacement lens was implanted within the same surgery and the problem was resolved. In the reporter opinion the cause of this event is unknown.